Event description:
It was reported that a 59-year-old caucasian female patient underwent a breast augmentation surgery with implantation of an undisclosed gel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral rupturing of her breast implants and baker grade capsular contracture of the left breast using unspecified imaging methods. As a result, the patient underwent removal on (B)(6) 2022. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-07682 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 29, 2022, the mentor analysis lab received the suspect medical device for evaluation. The return of the device provided the size, brand name, and lot number. Size: 325cc brand name: mentor memorygel breast implant lot: 5607169 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On august 01, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease and extending to the anterior view, measuring approximately 10.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).